Manufacturer narrative:
The explanted ipg will not be returning to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.

Event description:
A report was received that a patient's ipg was explanted due to skin erosion. The physician assessed the pocket and confirmed there was no infection. The patient is reportedly doing well following the procedure.